Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device would occasionally experience a blackout that would return to normal after several seconds. The issue was found during an unspecified procedure that was completed with a replacement device. There were no reports of patient harm.